Event description:
It was reported that the atrial lead had dislodged. During revision the physician could not position the lead in the auricle due to malfunction with the tines, the lead was explanted successfully. The patient was stable post procedure.

Manufacturer narrative:
The reported field event of loss of pacing output during the explant procedure was confirmed in the laboratory. The device was received in backup operation that occurred post-explant likely due to low battery voltage at cold temperatures outside of the body. Based on all available parameter and usage information, device longevity was found to be within expected limits. The device was tested on the bench and device output was found to be normal. An electrocautery mark was found on the can which is known to inhibit pulse generator operation.

Manufacturer narrative:
Correction: date received by MFR: should have been 8/15/2017 rather than blank. Additional MFR narrative: should have been. Analysis was normal. No anomalies were noted.